Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.